Event description:
The patient's clopidogrel regime was ceased prior to the previously reported gi bleed. The cec has adjudicated the previously reported mi as a mdt and arc defined mi. In addition to the previously reported stent thrombosis approximately 16 months post index procedure, the patient suffered total occlusion of the rca. The cec has adjudicated the event as a definite late stent thrombosis, by mdt and arc definitions. Cec has assessed stent thrombosis and occlusion event as occurring on (B)(6) 2014 and not the (B)(6) as previously reported.

Event description:
During the index procedure a resolute integrity drug eluting stent was implanted in the rca. Approximately 17 months post the index procedure stent thrombosis was confirmed. No intervention was carried out, the outcome is reported as continuing without treatment.

Event description:
Patient was hospitalized due to the previously reported stent thrombosis. Investigator assessed that the event was not related to the study device but definitely related to the anti-platelet medication. The event is continuing without treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction) .evaluation conclusions: inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
The previously reported stent thrombosis event occurred two days earlier than was previously reported. Approximately 17 months post index procedure, the patient suffered an mi event. Investigator assessed that the event was not related to the study device. The patient recovered without treatment.

Event description:
The previously reported mi involved the target lesion. The previously reported stent thrombosis occurred in the rca due to stopped a ntiplatelet therapy. The patient was not on plavix at the time of the event.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
Approximately 1 year and 4 months post index procedure the patient had a gi bleed. Patient was on dual antiplatelet therapy at the time of the event. Patient was hospitalized but did not want to be treated for bleed and was discharged from hospital. Investigator assessed that the bleed was not related to the study stent.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent thrombosis). (B)(4).